Manufacturer narrative:
It was reported that patient underwent hernia repair on (B)(6) 2009. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced urinary problems and recurrence. It was also reported that the patient underwent transvaginal excision of urethral sling and cystourethroscopy on (B)(6) 2013 due to painful failed urethral sling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a autologous pubovaginal sling, transvaginal repair of rectocele, cystotomy with suprapubic tube placement and cystrourethroscopy on (B)(6) 2014 due to sui and rectocele. No additional information was provided. (B)(4).